Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A power source alert was reported by a customer in ireland. There was no adverse impact to the customer's blood glucose level. After following instructions to leave the wall adapter plugged into a working outlet for at least 30 minutes, the pump began charging successfully, requiring no further assistance.